Event description:
It was reported after an da vinci procedure the vessel sealer instrument's blade broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the knife blade was manually pushed out of the garage and no damage was visible. Vessel sealer instrument was placed on an in-house da vinci system and checked for recognition and passed self-check. Additional observation not reported by site was that the instrument grip tips failed functional test. Instrument was driven on the da vinci robot system however the grip tips did not open and close all the way. Additional investigation attempted to open and close the grips using the thumbwheel but it was unsuccessful. Housing was removed and one of the screws on the clamping gear was found to be loose. This caused the clamping gear to slip out of place and did not properly mate with the gear. This failure type would cause the grips to not close fully. Further investigation found a stripped nut. When rotating the thumbwheel the screen was able to rotate but it did not catch on the nut. The customer reported complaint does not in itself constitute a reportable event; however, the stripped threading found during additional investigation if to recur could cause or contribute to an adverse event.